Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') and uterine perforation ('the right essure device appear to be perforated') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), dysgeusia ("metal taste in the mouth") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine perforation, pelvic discomfort, abdominal pain, back pain, dyspareunia, abdominal distension, migraine, fatigue, dysgeusia and abnormal weight gain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, dysgeusia, dyspareunia, fatigue, migraine, pelvic discomfort, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Ultrasound pelvis - on (B)(6) 2013: normal size anteverted uterus tilted towards the left. The left essure device is in place. The right essure device appear to be perforated. Degenerative disease is at l5-s1, possible neural foraminal stenosis and increased lordosis are seen. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received. Reporter information was added. New event the right essure device appear to be perforated was added. Product indication was added. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the right essure device appear to be perforated') and pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), dysgeusia ("metal taste in the mouth") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, pelvic pain, pelvic discomfort, abdominal pain, back pain, dyspareunia, abdominal distension, migraine, fatigue, dysgeusia and abnormal weight gain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, dysgeusia, dyspareunia, fatigue, migraine, pelvic discomfort, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Ultrasound pelvis - on (B)(6) 2013: normal size anteverted uterus tilted towards the left. The left essure device is in place. The right essure device appear to be perforated. Degenerative disease is at l5-s1, possible neural foraminal stenosis and increased lordosis are seen.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality-safety evaluation of ptc . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), dysgeusia ("metal taste in the mouth"), dyspareunia ("pain during intercourse") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (surgery to remove her essure coils on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, abdominal distension, back pain, migraine, fatigue, dysgeusia, dyspareunia and abnormal weight gain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, dysgeusia, dyspareunia, fatigue, migraine, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram; on an unknown date: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017; quality-safety evaluation of product technical complaint. This litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and experienced chronic pelvic pain / increasingly severe pain. She underwent a surgery to remove her essure coils on (B)(6) 2013. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, no alternative explanation was provided. This case was classified as incident since device removal was required. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), dysgeusia ("metal taste in the mouth"), dyspareunia ("pain during intercourse") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (surgery to remove her essure coils on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, abdominal distension, back pain, migraine, fatigue, dysgeusia, dyspareunia and abnormal weight gain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, dysgeusia, dyspareunia, fatigue, migraine, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and experienced chronic pelvic pain / increasingly severe pain. She underwent a surgery to remove her essure coils on (B)(6) 2013. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, no alternative explanation was provided. This case was classified as incident since device removal was required. Additionally, non-serious events were reported. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.